Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm due to a software error. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's called via phone and reported that the insulin pump alarmed error during normal use.pump was restarted, rewound, time reset, and history was okay. Customer was informed that pump needs to be replaced and advised to discontinue use of the pump.the product is returning.